Manufacturer narrative:
No samples were available for evaluation. The device history record evaluation was performed on the lot number reported and the product was manufactured according to specifications. There have been no changes to the glue supplier. A wear test for 15 minutes is conducted for each lot manufactured. Retained samples at the manufacturing site were tested and found with no abnormalities. The manufacturer has implemented additional testing in the cutting work shop. The manufacturer has increased the amount of glue applied on the fabric to ensure that the individual friction coefficient value can reach 0.7. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The operating room reported "slippage" while wearing the shoe covers. There was no injury reported at time of complaint receipt. Additional follow up questionnaire was sent to customer on february 3, 6, and 10th to acquire additional details. No response has been received at this time.

Manufacturer narrative:
The product involved in the event was not available for return. O&m halyard, inc. Is the specification developer and complaint handling establishment of the halyard x-tra traction shoe cover, xl, blue. The shoe cover is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number 3011547453). A supplier corrective action (scar) was submitted to the manufacturer on february 5, 2025. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.